Event description:
Bayer case number: (B)(4). Perforation of internal organs, among others [perforation of organ] chronic pain [pelvic pain female] allergic reactions to nickel in its composition [nickel allergy] abnormal bleeding [genital bleeding] gynecological complications [female reproductive tract disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of internal organs, among others") and pelvic pain ("chronic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2015, the patient had essure inserted. On unknown date she experienced perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), allergy to metals ("allergic reactions to nickel in its composition"), genital haemorrhage ("abnormal bleeding") and female reproductive tract disorder ("gynecological complications"). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, female reproductive tract disorder, genital haemorrhage, pelvic pain and perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6)2024: medical record received. Event adverse event is replaced with new event nickel allergy. New events chronic pain, abnormal bleeding, new reporter (lawyer) added. Reporter causality comment updated. Patients date of birth added. Annex e & f codes updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of internal organs, among others [perforation of organ] . Chronic pain [pelvic pain female]. Allergic reactions to nickel in its composition [nickel allergy]. Abnormal bleeding [genital bleeding]. Gynecological complications [female reproductive tract disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of internal organs, among others") and pelvic pain ("chronic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), allergy to metals ("allergic reactions to nickel in its composition"), genital haemorrhage ("abnormal bleeding") and female reproductive tract disorder ("gynecological complications"). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, female reproductive tract disorder, genital haemorrhage, pelvic pain and perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.